Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing detached at the quick release. Reportedly, in two out of ten infusion sets, the cap did not lock and one of them came off, the other one did not need to be squeezed to be removed. Moreover, when she puts it on, it seems to be locked in place. The infusion had been used for one day. No further information available.